Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Visual inspection was performed. The deployment difficulty was unable to be confirmed as the stent had already been deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the superficial femoral artery (sfa). The 5.50x150mm supera self expanding stent system (sess) was advanced to the lesion with no resistance noted. Difficulty was met deploying the stent. Troubleshooting was performed and the stent was able to be deployed in the target lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.